Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the platform is returned and investigation has been completed.

Event description:
As reported, during shift check, the customer had an intermittent issue when powering on the autopulse platform (sn (B)(4)). The customer tried to replace multiple batteries; however, the platform was not powering on. No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the autopulse platform intermittent issue when powering on was not confirmed during the initial functional testing and the archive review. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. No physical damage was noted during the visual inspection. The autopulse passed the initial functional test without any fault or error. No discrepancies were found in the archive data. As part of routine service during testing, the platform was examined and found damaged lcd connector on the pca processor board and the pdb (power distribution board) needs to be replaced with the current revision, unrelated to the reported complaint. After replacement of the pca processor and the pdb boards, the platform was functionally tested and operated as intended. The platform passed all testing specifications with no further issue observed. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).